Event description:
It was reported that a malfunction alarm occurred. Reportedly, the pump was exposed to radiation medical equipment. The customer reverted to an alternate method of insulin therapy and a replacement pump was sent to the customer to resolve the issue. Customer¿s blood glucose level was 352 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.